Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol perfix plug (device #1) may have caused or contributed to the reported event. Recurrence is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol perfix (device #1). An additional emdr was submitted to represent the bard/davol flat mesh (device #2). Not returned.

Event description:
Bard mesh perfix plug (device #1) and bard/davol flat mesh (device #2): (B)(6) 2015 - patient had the mesh implanted during a ventral hernia repair surgery. On (B)(6) 2017 - patient underwent additional surgery due to the defective qualities of the mesh. Due to the bard mesh perfix plug(device #1) implant, between (B)(6) 2015 and the present, patient suffered from recurrent hernia requiring multiple doctor's visits and subsequent hospitalization where surgery was required to repair the recurrent hernia due to the failure of the bard mesh perfix plug (device #1) and bard/davol flat mesh (device #2) patient has and will continue to suffer from serious adverse health consequences due to the complications of the initial mesh implantation. Patient suffered and will continue to suffer severe and permanent personal injuries including but not limited to pain, suffering, disability, impairment. The mesh implanted in patient failed to function as intended because it did not relieve the symptoms or otherwise alleviate the medical problems that it was intended to cure. Instead, the mesh caused patient to suffer serious personal injuries requiring the need for additional future medical treatment and surgery(ies). The perfix plug (device #1) and bard/davol flat mesh (device #2) patch was defective.